Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, patient (pt) called to report presenting to an urgent care and being diagnosed with a bacterial infection in the right eye (od) while wearing acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses. Pt reported the lenses felt "scratchy" and experienced eye pain including eye discharge in the od. Pt presented to the urgent care on (B)(6) 2019 and was prescribed ciprofloxacin 0.3% solution 1 drops tid x 5 days. Pt was advised to d/c lens wear and to follow up with a primary care physician (pcp) or eye care professional (ecp). Pt reported the od was currently red. On (B)(6) 2019, pt reported presenting to an ophthalmologist and ecp where the pt was advised the event was resolving. Pt was advised to continue using the medication per the urgent care instructions and could resume lens wear the following week. On (B)(6) 2019, the urgent care confirmed the pt¿s diagnosis of bacterial infection od and treatment with ciprofloxacin tid x 5 days. The suspect product was requested but has not been returned for evaluation. Multiple attempts were made for additional information. No additional information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j001n3p was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.